Manufacturer narrative:
Conclusion- the returned device was visually inspected upon arrival. A mechanically damaged housing was observed, most likely due to external mechanical stress. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user.

Event description:
The dacapo power pack was received at service and repair with leaking electrolyte fluids. However neither patient contact nor injuries have been reported.

Event description:
The dacapo power pack was received at service and repair with leaking electrolte fluids. However neither patient contact nor injuries have been reported.

Manufacturer narrative:
The device has been returned to headquarters where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.